Manufacturer narrative:
(B)(4): results: (death, stent thrombosis, mi, tvr).

Event description:
The aim of the present study was to compare the clinical outcomes of (B)(4) in real-world patients with stemi. A total of 873 patients with stemi (306 patients in the (b)(64) group and 567 patients in the (B)(4) group) were enrolled in a (B)(4) from (B)(6) 2007 to (B)(6) 2008. During 1 year of f/u, the primary end points occurred in 140 patients. The primary end points were major adverse cardiac events, a composite of all causes of death, myocardial infarction, and target lesion revascularization during a 12-month clinical f/u. The secondary end points were all-cause death or myocardial infarction, target lesion revascularization, target vessel revascularization, and stent thrombosis.